Event description:
The paramount mini stent pre-deployed on the wire in the aorta. The stent needed to be snared and the sheath upsized. The paramount mini stent was snared from common iliac after partial inflation of the balloon, and was removed proximally from aorta.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any disrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.